Event description:
The iab was inserted into the pt on 5/2/97 at 12:30 a.m. The dr had difficulty removing the iab on 5/5/97 after iabp for 91 hrs. The iab was not returned to datascope for eval. (Event complications: none from the event-reported 6/30/97). (Pt's current status: transferred-rpt'd 6/30/97).